Event description:
It was reported to medical records on (B)(6) 2011, that this patient has an infection. All devices remain implanted. And patient was given antibiotics. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).